Event description:
The customer contacted stryker to report that their device failed to defibrillate. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to defibrillate. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the device and was unable to verify or duplicate the reported issue. Further analysis of the device's key log and shock log revealed that the user was pressing the front panel shock button to attempt to deliver therapy while the hard paddle was connected. Per the device's operating instruction manual defibrillation procedure chapter 5 p.139 step10 (the front panel shock button is disabled when a hard paddle is connected to the device for safety purposes). After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause is determined to be the user's training.